Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate electric shock. Technical services (ts) analyzed the presenting electrogram (egm) and device episode data then determined that the shock was due to double counting of a morphology change. It was noted that the shock impedance was high at 153 ohms. The patient was referred to follow-up with an electrophysiologist. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate electric shock. Technical services (ts) analyzed the presenting electrogram (egm) and device episode data then determined that the shock was due to double counting of a morphology change. It was noted that the shock impedance was high at 153 ohms. The patient was referred to follow-up with an electrophysiologist. No additional adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD system was explanted and replaced with a new transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. This product has been received by boston scientific for further investigation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate electric shock. Technical services (ts) analyzed the presenting electrogram (egm) and device episode data then determined that the shock was due to double counting of a morphology change. It was noted that the shock impedance was high at 153 ohms. The patient was referred to follow-up with an electrophysiologist. No additional adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD system was explanted and replaced with a new transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. This product has been received by boston scientific for further investigation.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.